Event description:
Phs maxillofacial pack catalog# 660040, lot# 1182285 rev 14. Gross debris in raytec gauze. Focusing on raytec(and not phs packs): phs packs= (B)(4). Same reporter in mw5043161- mw5043178.